Manufacturer narrative:
Information not provided during initial contact. Information aniticipated, but unavailable at this time.

Event description:
It was reported that, during a low anterior resection procedure, the distal end of the blade broke during use. Another device was used to complete the case. There were no adverse consequences to the patient.